Event description:
A customer reported a malfunction on their insulin pump. The customer was unable to confirm fault ID because the pump battery drained before they contacted technical support. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.